Event description:
The patient reported that they changed the pod at 3 pm that day and have not been able to connect the pod to their personal diabetes manager (pdm). When they tried to activate the pod, they received an error message "can't find pod". The patient stated they have tried troubleshooting (pressing try again and then pressing discard to try and activate the pod again) but nothing worked. As a result, during the call the patient was driving to a hospital to seek medical attention. The patient confirmed they experienced issues with 6 pods resulting in communication issues either during activation or during operation, alongside failure to connect with the dexcom sensor. The patient further clarified that they used the first pod for about 3 hours when they experienced issues with that pod leading to it being removed, only to then 3 hours later experience issues with the second pod which is when they contacted insulet and went to the emergency room (ER). While at the ER, the patient was treated for hyperglycemia and was told to use multiple daily injections via their insulin pen, and the patient was given saline. The patient¿s symptoms included high bg levels, their feet were numb, hands felt heavy, and they were irritable. The patient¿s diagnosis was hyperglycemia with blood glucose levels rising to 21 mmol/l (378 mg/dl). The patient remained in the ER for 6 hours on (B)(6) 2026. The pod had been worn on their abdomen for 3 hours. The patient no longer has the pods to return for evaluation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.